Event description:
A customer contacted beckman coulter regarding an erroneously elevated platelet (plt) result, from a single patient sample that was generated by the coulter act 5diff autoloader hematology analyzer. Plt result of 342x10^3 cells/ul was reported out of the lab and questioned by a physician. The patient sample was re-tested for plt. The repeated plt result was 99x10^3 cells/ul. The customer repeated plt testing one more time and the result was 102x10^3 cells/ul. In addition, the patient sample was tested for plt on another instrument in their lab. Plt result obtained from another instrument was 102x10^3 cells/ul. Based on available information, there was no change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Qc was assayed before and after the event. The system was performing within qc specifications. The erroneous result occurred in primary mode for a specific patient sample. The specimen was collected in a vacuum sample tube and was analyzed the same day of collection. A field service engineer (fse) was dispatched to the customer lab. The fse inspected the instrument and found no malfunction. The fse performed diagnostic testing; the results were within specifications. The customer stated they ran start-up and qc, then they replaced a diluent. No start-up was run after replacing the diluent. The customer then ran a patient sample. As of 06/11/06, no further incidents of erroneous plt results from this account have been reported. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.